Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap assisted distal gastrectomy, a blue colored foreign material was detected in a patient cavity and removed.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the instrument. The envelope seal was intact. The device failed a leak test. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.